Manufacturer narrative:
(B)(4) - continuous spinning of blade. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a laparoscopic hysterectomy on (B)(6) 2014 and device was used. During the procedure, the device could not be stopped rotating. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device as visually and functionally evaluated. Upon evaluation, the blade failed to rotate; it did not continuously spin. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.